Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Low bg cause was not known. Customer consumed carbohydrates, drank juice, stopped insulin on pump and ate glucose tablets to address the bg level. Reportedly, the customer went to the emergency room on (B)(6) 2022 and was treated with intravenous fluids of saline. The customer was released on the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.